Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and an additional occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting, a new cartridge was loaded and the pump performed as intended. After the cartridge change, insulin deliveries were successfully resumed.